Event description:
Information received from the field does not address the patient's clinical status but notes clavicular crush, capture and sensing anomalies and ventricular lead impedance of 210 ohms.